Event description:
Customer reported, the system is displaying a communications failure message and will not save images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive. System operates as intended.